Event description:
The pt is a (B)(6) male admitted to the medical for treatment of multiple gun shot wounds. On (B)(6) 2011, the pt was taken to the operating room for placement of a femoral greenfield inferior vena cava filter via the left femoral vein. Instead of the femoral greenfield filter being placed, mistakenly, a jugular greenfield was placed. The greenfield filter insertion kit was a refurbished filter kit which was not clearly labeled to indicate femoral vs. Jugular. It was further noted that on the handle of the refurbished filter, the word jugular was present, but according to nursing, the word was not seen due to some type of sticker placed around the handle. There was a sticker on the packaging that identified the instrument as an ascent instrument and the label contained the part number of #50-400 which is the number for a jugular filter. Because of the orientation of the filter, the surgeon stated that the pt may be prone to filter clotting. This risk according to the attending physician will last approx 90 days. To counteract the clotting, the pt has been placed on coumadin for 90 days.